Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation. The gender of the baseline characteristics is male and the baseline age is 46 years old. The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: evaluation of the necessity for cardioverter-defibrillator implantation in elderly patients with brugada syndrome. Circ. Arrhythmia electrophysiol. 2015;8(4):785-791. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this ablation catheter. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were the following lead product performance issues/complications: t-wave oversensing (twos), inappropriate shocks, perforations, infection, and dislodgements. The leads were replaced. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature and subsequent follow up information obtained. All information provided is included in this report. Received additional information through follow up with the author. The aware date of the new information is 2016-01-29. There were four (4) complications referenced from the follow up information. Please see asr report number = (B)(4), submitted on 2014-01-30 (model 6949). An individual 3500a report # 2649622-2013-00788, submitted on 2013-02-09 (model 6947). An individual 3500a report, number 6000094-2012-01480, which was submitted 2012-08-10 (model d354drm). The fourth complication will be submitted on 2016-04-30 with the alternative summary report number of (b)(r4) (model 6931).

Event description:
A journal article was reviewed that contained information regarding this implantable tachy lead. Additional information was received through follow up with the author.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.